Manufacturer narrative:
The device in question was the (out)obtape sling. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of pain, quality accepts the physician¿s observations of such as the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information the obtape sling was implanted on (B)(6) 2013 and there was a report of painful stomach aches, back pain, and urinary tract infection.